Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements greater than 3000 ohms. During the routine follow-up appointment, the impedance measurement was 946 ohms. As an incomplete lead fracture or loose connection was suspected, the device was programmed to ddd and the output was increased. That patient will be followed closely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.